Event description:
A surgeon reported that a knife was found to be dull during surgery. The case was able to be completed without harm to the pt.

Manufacturer narrative:
One opened sample was returned. Eval of the sample showed the following results: the sample was examined using (B)(4) minimum magnification and found to have a damaged tip (bent over 180 degrees). Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument on the instrument tray during procedure set-up. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as the damaged tip exhibited on the returned opened sample, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).